Manufacturer narrative:
H.6. Investigation summary: customer returned (1) used 31g x 5mm bd pen needle without a tear drop label attached. Consumer reported rear cannula end broken + gets stuck. The returned sample was examined and it was confirmed that the non-patient end (npe) cannula was broken. As the sample was returned after use, and no manufacturing defects were observed, the likely cause of the broken npe cannula is user error during pen needle attachment to a pen injector. Unable to perform DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a needle break occurred at an unknown time with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported that the rear cannula end is broken and gets stuck.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred at an unknown time with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported that the rear cannula end is broken and gets stuck."